Event description:
It was reported that during a left shoulder procedure the patient received a superficial burn on the upper portion of her left arm and shoulder. There was no blistering of the skin. The surgeon dressed the area with xeroform and a soft nonadherent dressing after the desquamated skin was debrided.

Manufacturer narrative:
Additional manufacturer narrative: this event was reported to manufacturer via a legal notice of claim.